Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient states awaking and attempting to pull pacemaker out of chest, indicated as twiddlers syndrome. It was also reported that the right ventricular (rv) lead exhibited undersensing of rwave. The rv lead remains in use, and scheduled for re-position at a later time. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.